Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received no delivery alarms and has changed the sets. Her blood glucose is 400 mg/dl. She said that the issue started about 4 days prior and that she has already gone through 3 sets. She is not sure if the no delivery alarms are causing her blood glucose to go high. During no delivery alarm troubleshooting, the customer stated that insulin did exit. She was unable to remove the set at the time to test a site portion of the infusion set. She was advised to change the entire infusion set system. She declined troubleshooting for her high blood glucose. The infusion set will not be returned for analysis.